Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested and the following was obtained: could you please confirm the quantity of devices that presented suture breakage? One box of 36 each in march (lot pl6628), (B)(4) each in april (lot qbmpph) - new complaints opened: what was being done when the sutures broke (e.g. Removal from package, during passage through tissue, during tying, post-op, etc.)?. Please specify quantities. During knot tying. Did the event(s) occurred during a single procedure or were multiple procedures involved? Multiple rhinoplasty procedures. If multiple procedures involved, please specify the quantity of affected devices during each procedure. Were these previously reported to ethicon? If yes, can you provide a product complaint number? No. Procedure(s) name? Rhinoplasty. Were there any patient consequences? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Note: events reported in (B)(4).

Event description:
It was reported that a patient underwent a rhinoplasty procedure in april 2021 and suture was used. During the procedure, multiple sutures broke very easily. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 06/14/2021. Additional h6 component code: g07002 ¿ conforming device. A manufacturing record evaluation was performed for the finished device lot number qbmpph / pdp9100h40, and no non-conformances related to the reported complaint condition were identified. Additional h-3 summary: visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that one sealed box ((B)(4)) of product code pdp9100 was received for evaluation. The box was opened and during the visual inspection of unopened samples and no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2021-04544, 2210968-2021-04545 and 2210968-2021-04546.